Event description:
Literature was reviewed regarding  ¿navigating infective native aortic aneurysms in tropical regions: insights from a five-year malaysian experience¿  the time frame of this study was over a five year period. Multiple manufactures products were implanted including medtronic endurant, valiant captivia as well as non mdt stent grafts. All stent grafts were implanted in the endovascular treatment of infective native aortic aneurysms. These patients were compared to a cohort of patients that underwent open repair.  The following adverse events occurred: infection, acute kidney injury, myocardial infarction, fistula, occlusion, pseudoaneurysm , hematoma , intervention including explant no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ navigating infective native aortic aneurysms in tropical regions: insights from a five-year malaysian experience¿ aimanan k, yeoh m, arvind m, pian pm, pillay kvk, hussein h ann vasc surg. 2025 jul 8;121:343-350. Doi: 10.1016/j.avsg.2025.06.046. A.2 <(>&<)> a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.